Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned ad investigated. A visual inspection was performed on the returned reader, and no physical damage or evidence of ¿too hot to hold¿ was observed. Performed built-in reader test and the test passed. The reader log was downloaded successfully and date/time were set. The returned reader was sent for further investigation and de-cased. A visual inspection of the de-cased reader¿s printed circuit board assembly (pcba) revealed no signs of burn marks or corrosion. A thermal inspection was conducted using a thermal camera; no evidence of hotspots were observed, indicating that no components on the returned reader were heating up to the point of causing thermal damage. An extended investigation was conducted. Performed a visual inspection on the returned reader and no abnormalities were observed. The returned battery was measured and found to be outside of the required specifications. No abnormalities were observed on the returned battery, and it was observed to charge normally when connected to a charging cable. Replaced a returned battery with a battery within the required specification. A power consumption test was performed, and the current draw from the returned reader was within specification, indicating the reader was not drawing any excessive current from the battery. The customer did not return the adaptor and adc cable. Given that the current consumption test was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation; this issue is not confirmed. In addition, the device history records (dhrs) for the libre reader, cable and adapter has been performed, and the DHR indicated the libre reader, cable and adapter meets per its specification prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.